Event description:
Facility alleges machine's heater plastic causing burned and fumed. Four employees were treated for smoke inhalation. All 4 employees reported by rn to be in satisfactory health and without complications.